Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that intermittently, pump battery was rapidly depleting and customer had to charge it daily. Customer's blood glucose was not impacted. Customer reverted to using manual injections for insulin therapy.